Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +25.0d) on (B)(6) 2024. The patient did not complete required lock-in light treatments. Approximately 12 months after implantation, the patient presented complaining of blurry distance vision in both eyes and reported that they used a tanning bed 20 times. The lal was explanted from the right eye on (B)(6) 2025.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).